Event description:
It was reported that during a patient¿s trial the patient felt stimulation during the implant but later did not feel stimulation. It was noted that all impedances were between 1000 and 15000. It reported the manufacturer representative tried using a different external neurostimulator; however, the outcome was unknown. It was further reported that the patient reported shocking down the lead site and the patient¿s spouse unplugged the snaplid from the external neurostimulator. It was noted that the patient was not in ¿acute distress¿ at the time of report. It was reported the lead and bandage were still intact and the lead was still attached to the snaplid. Additional information reported that no further diagnostics were performed. It was reported the patient¿s trial lead was ¿pulled¿ as planned. It was noted the patient felt as though they received an effective trial and is proceeding with permanent implant. It was noted the patient could feel stimulation when they ¿coughed, blew their nose, climbed up stairs, etc.¿ and noted that their pain had been ¿knocked down¿ during the trial.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).